Event description:
The pt used the suspect device to check their blood glucose and they obtained results between 141 and 276 mg/dl. They changed their diet to try to lower their glucose and took their normal meds. They later passed out and were taken to the hosp. Their glucose was 20 mg/dl and pt was treated with an unknown IV. They did not use glucose controls on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.